Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that during a procedure, a system message displayed during extrusion mode and iop (intraocular pressure) control was unavailable. The case was completed with no harm to the pt. Add'l info has been requested.